Event description:
Further follow-up revealed that the patient was referred for surgery due to a low generator battery.

Event description:
Initially, it was reported that the patient was scheduled for generator replacement due to end of service. An implant card was later received indicating that the generator was replaced due to a non-functioning vns. The explanted device has not been received to date. No additional relevant information has been received to date.